Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and pump error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and could not confirm since pump was not with them. Will call back.